Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14g030 was manufactured from july 21, 2014 to july 23, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) as well as microscopic inspection did not reveal any nonconformities. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed with particulate matter within the reservoir of the device. According to the report, the reporter did not state when this occurrence was observed. There was no patient involvement. No additional information is available. This is report 5 of 9.